Event description:
It was reported the pt had a lead revision. No symptoms or outcome were reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.